Event description:
It was reported the pt's pain has become progressively worse over the last 6 months, and his stimulation coverage is no longer effective. The pt declined further reprogramming. The next course of action is undetermined at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.